Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5103030), alleging a patient reported shortness of breath and wheezing related to a CPAP device's sound abatement foam. The patient was prescribed steroids in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received an information form voluntary medwatch (mw5103030), alleging a patient reported shortness of breath and wheezing related to a CPAP device's sound abatement foam. The patient was prescribed sterioids in response to the wheezing and shortness of breath. Additional information was received about the alleged eye irritation asthma (new or worsening) and cancer. The section e1 was updated. Section h6 health effects - clinical codes were updated.

Event description:
The manufacturer received a voluntary medwatch (mw5103030) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop shortness of breath and wheezing. The patient was prescribed steroids in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.